Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020. Attachment: [01468 device analysis report.pdf]

Manufacturer narrative:
This report is submitted on 15 june 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.